Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up with the clinic revealed the patient had been in hospice care with multiple health issues - cardiomyopathy, hypotension. The cause of death was not known to the nurse. The last device check had been in (B) (6) 2009 with normal device function and stable leads. The patient had been pacemaker dependent.

Manufacturer narrative:
(B) (4)

Event description:
The lead was returned to the manufacturer by a competitor following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary (B) (4) outer insulation separation. Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up with the clinic revealed the patient had been in hospice care with multiple health issues - cardiomyopathy, hypotension. The cause of death was not known to the nurse. The last device check had been in (B) (6) 2009 with normal device function and stable leads. The patient had been pacemaker dependent. Additional follow up from the patient's case manager reported the patient was in end stage congestive heart failure. The case manager does not believe the device had anything to do with the patient's death.